Manufacturer narrative:
Film evaluation results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, earlier post-implant films, and films during the secondary intervention were not provided. The bifurcate location at implant was unknown. The cta's provided showed that there appeared to be marginal proximal seal with minimal opposition to the aortic wall. Contrast was feeding the aneurysm along the anterior side of the stent graft at the proximal sac, from a possible proximal type I endoleak. Localized area of calcification along the anterior aortic neck was also observed. It is possible that the localized calcification in the aortic neck along with aortic neck dilatation from disease progression may have contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. It was reported that a CT at 14 months post implant discovered a type ia endoleak. Two days later the physician elected to implant a 36 mm diameter endurant aortic cuff and 6 endoanchors resolving the proximal type I endoleak. The physician stated that the event was due to patient anatomy and possible disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.